Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving sensor scans of 54 mg/dl, 57 mg/dl, 64 mg/dl, and 87 mg/dl when compared to readings of 343 mg/dl, 349 mg/dl, 380 mg/dl, and 479 mg/dl obtained from an adc meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was feeling unwell and self-presented at the emergency where a blood glucose reading of 360 mg/dl was obtained and the customer was administered an unspecified dose of insulin as treatment. No further information was reported as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving sensor scans of 54 mg/dl, 57 mg/dl, 64 mg/dl, and 87 mg/dl when compared to readings of 343 mg/dl, 349 mg/dl, 380 mg/dl, and 479 mg/dl obtained from an adc meter. When the results plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer was feeling unwell and self-presented at the emergency where a blood glucose reading of 360 mg/dl was obtained and the customer was administered an unspecified dose of insulin as treatment. No further information was reported as the customer refused to provide additional information. There was no report of death or permanent impairment associated with this event.